Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted for a pocket revision due to a large hematoma. All other measurements were stable. Additional information was received that the patient was seen in office several days after with evidence of pocket infection. The patient was admitted and provided with antibiotics. The device was explanted. No additional adverse patient effects were reported.